Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.